Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced intermittent stimulation for the three or four months prior to this report. The patient's programmer did not indicate a low ipg battery at the time. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.